Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics of the za9003 tecnis monofocal iol (intraocular lens) was observed to be broken when removing the lens from the packaging. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/29/2019, device returned to manufacturer: yes, device evaluation: the device was returned to the manufacturer for evaluation. The sample was received inside the lens case in the packaging box. The lens was observed under microscope and no damages were observed in the optic zone. The haptics were observed positioned and without damages. The complaint was not verified in the return sample. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Historical data analysis: a search in complaint history revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review, it was noted that the incorrect date was inadvertently entered in section (date of report) of the supplemental MDR report#1; therefore, the date has been corrected in this supplemental report. The following field was updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.